Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015 during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015

Manufacturer narrative:
Ptc investigation result received on 03-sep-2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who bled the entire time very heavy after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. The reported event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case limited information was provided. Nevertheless, considering event's nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this is a social media case.

Event description:
This case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received via regulatory authority (case# FDA-2014-n-0736-0047) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007. The consumer stated that she was never informed of a possible allergic reaction and it was then she would come to know how much essure had affected her. She bled the entire time very heavy and she was told that if she did not have the device removed than she could bleed to death. After, she found out that her skin had grown to the essure so having the device removed would require a hysterectomy. She stated her uterus was taken away from her. Her damage was irreversible. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who bled the entire time very heavy after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. The reported event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case limited information was provided. Nevertheless, considering event's nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. No active follow-up will be pursued, as this is a social media case